Event description:
Rxl instrument read pt creatinine as 9.3. While releasing the results, the lab tech noted a discrepancy with previous results. There wre no error flags on the instrument printout. The sample was also run on another rxl instrument, and the creatinine also read 9.3 the sample was tested on another instrument, and the result was 0.7. The specimen was recollected, and the creatinine result was 0.6 this time on the rxl instrument. There was no injury to the pt.